Event description:
It was reported that when the device was used during a low anterior resection procedure, the device was difficult to fire and could not be fired. Another device was used to complete the case. There was no adverse consequence to patient.